Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 240 mg/dl while wearing the pod between 4 and 24 the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site, (arm). As treatment, the patient administered insulin corrections. Once at the hospital the patient was treated with intravenous fluids as well as manual insulin. The patients pod was replaced after 4 hours and the patient was discharged. It should be noted the patient was diagnosed with the influenza.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.